Manufacturer narrative:
This report is submitted on september 14, 2020.

Event description:
Per the clinic, the patient experienced an infection and extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2019, and the patient was reimplanted with a new device.

Manufacturer narrative:
This report is submitted on 05 nov 2020.